Event description:
A 6f angio-seal evolution device was deployed in a right femoral arteriotomy and hemostasis was achieved. After the procedure, the patient's right leg was cold and absence of pedal pulse was noted. Angiogram revealed a cot in the superficial femoral artery containing a portion of the angio-seal anchor and collagen. Angiojet was used to extract the clot, and blood flow was restored.

Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, an additional medwatch will be filed.